Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 100-125mg/dl fasting. Verified the strips expire 10/24/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test 236mg/dl and 258mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concerned with all the results in the memory. Customer test strips match the code chip. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 100-125mg/dl fasting. Verified the strips expire 10/24/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test 236mg/dl and 258mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concerned with all the results in the memory. Customer test strips match the code chip. Adverse event not reported.